Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facs¿ sample prep assistant iii biohazardous was leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from italian to english: the customer reports that the washing column overflows. The customer cleaned the filter but without improvement. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) biohazard. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) after wash line. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin.

Event description:
It was reported while using bd facs¿ sample prep assistant iii biohazardous was leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from italian to english: the customer reports that the washing column overflows. The customer cleaned the filter but without improvement. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) after wash line . 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin."

Manufacturer narrative:
H.6. Investigation: investigation summary: scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). Problem statement: customer reported: wash station overflows manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months). Complaint trend: there are 29 complaints related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months) investigation result /analysis: per fse report: clean filter. Demonstration to the customer on the correct filter cleaning procedure; the user only cleaned the upper part of the filter without removing it in order to remove the dirt from the lower part. Fse comments: positive intervention outcome - instrument working. Service max review: review of related work order# (B)(4) install date: (B)(6) 2014 defective part number: there were no defective parts work order notes: subject / reported: overflowing wash column. Problem description: clogged fluidic lines. Cause: clogged pump filter and couplings. Work performed: cleared fluidic lines. Solution: cleared fluidic lines . Returned sample evaluation: there were no defective parts manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes/ no hazard ID: 3.1.29 _ hazard: environmental biohazard severity: 5 probability: 1 risk index: 5 implementation: bd facs sample prep user¿s guide__ risk control:_alarp mitigation(s) sufficient yes/ no root cause: based on the investigation result and the fse¿s comments the root cause was clogged fluidic line conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the wash station overflow CAPA#681837 was initiated.